Manufacturer narrative:
The event of capsular contracture is a physiological complication .and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported, right side pain, upturned prosthesis. Grade iii or IV, capsular contracture. And "recall". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, d6(a), d6(b), g4, h4, h6.

Event description:
Patient reported right side pain, upturned prosthesis, grade iii or IV capsular contracture and "recall." It was later reported "rippling". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/jul/2024.

Event description:
Patient reported right side pain, upturned prosthesis, grade iii or IV capsular contracture and "recall." The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: device wrinkling: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported right side pain, upturned prosthesis, grade iii or IV capsular contracture and "recall." The device has been explanted.